Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that the heater tray of their liberty cycler was ¿melting¿. The patient contacted fresenius technical support regarding a patient line blocked alarm and during the call reported the heater tray appeared to be melting and chipping. A patient was not connected to the machine at the time of the call and there was no harm to any patients or individuals because of this malfunction. The machine hours were requested however were unknown. The patient reported that there was no damage observed on any other components, or any other additional issues. The cycler has been replaced and the patient reported continuing to complete treatment on the cycler with no further issue. The old cycler will be returned to the manufacturer for physical evaluation.

Event description:
A peritoneal dialysis (pd) patient reported that the heater tray of their liberty cycler was ¿melting¿. The patient contacted fresenius technical support regarding a patient line blocked alarm and during the call reported the heater tray appeared to be melting and chipping. A patient was not connected to the machine at the time of the call and there was no harm to any patients or individuals because of this malfunction. The machine hours were requested however were unknown. The patient reported that there was no damage observed on any other components, or any other additional issues. The cycler has been replaced and the patient reported continuing to complete treatment on the cycler with no further issue. The old cycler will be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. The investigation concluded that there was a causal relationship between the objective evidence and the alleged event therefore the alleged event is confirmed.